Event description:
The customer biomedical engineer (biomed) reported that during ongoing networking issues involving their philips information center ix (pic ix) system, a patient required reanimation/resuscitation during a reconnection of the pic ix central station.

Manufacturer narrative:
This supplemental report was created with reference to manufacturer's report #1218950-2021-10950 submitted and closed to provide additional information not previously included. The issue was also escalated to a philips product support engineer (pse). Additional information/clarification received from the pse confirmed that the customer¿s network is considered hybrid, consisting of virtual servers hosted by the customer. The philips devices are connected to the pscn. The pse further stated that it appeared like the network configuration was already incorrect during the installation of the system, most likely a ¿copy and paste¿ error. The pse stated that in their opinion, the network configuration was not the root cause of the customer¿s problem. The most likely root cause for the problem was a bad fiber connection at the facility, which triggered in a very short timeframe, a spanning tree reorganization of the network impacting the overall performance of the network. The incorrect network configuration could have made the problem worse.